Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was a shorted q1 current-controlling transistor on the bedside pca and shorted d2 diode on the bedside pca. Additionally, the battery board was contaminated. The root cause for the shorted q1 transistor and the shorted d2 diode on the bedside pca could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to charge batteries.